Manufacturer narrative:
Field h6 (patient code and device code) have been updated in this report.

Event description:
It was reported that this implantable pacemaker exhibited oversensing during an episode of ventricular tachycardia (vt), with vt rate measured at 200-317bpm (beats per minute). Furthermore, following the arrhythmia, shocks were administered which appeared to be external, which may have coincided with a cardiac procedure being performed at that time. The minute ventilation (mv) sensor was disabled due to diagnostic input from the signal artifact monitor (sam) and remained disabled after an in-person assessment. Additionally, an alert was triggered for right ventricular intrinsic amplitude being out of range, with measurements fluctuating between 1.8 and 20.8 mv (milli-volts). The device continues to be in service, and no adverse effects were observed in the patient.

Manufacturer narrative:
The following fields have been updated in this report: 1) h6 patient code. 2) h6 impact code. 3) h6 device code.

Event description:
It was reported that this implantable pacemaker exhibited oversensing during an episode of ventricular tachycardia (vt), with vt rate measured at 200-317bpm (beats per minute). Furthermore, following the arrhythmia, shocks were administered which appeared to be external, which may have coincided with a cardiac procedure being performed at that time. The minute ventilation (mv) sensor was disabled due to diagnostic input from the signal artifact monitor (sam) and remained disabled after an in-person assessment. Additionally, an alert was triggered for right ventricular intrinsic amplitude being out of range, with measurements fluctuating between 1.8 and 20.8 mv (milli-volts). The device continues to be in service, and no adverse effects were observed in the patient.

Event description:
It was reported that this implantable pacemaker exhibited oversensing during an episode of ventricular tachycardia (vt), with vt rate measured at 200-317bpm (beats per minute). Furthermore, following the arrhythmia, shocks were administered which appeared to be external, which may have coincided with a cardiac procedure being performed at that time. The minute ventilation (mv) sensor was disabled due to diagnostic input from the signal artifact monitor (sam) and remained disabled after an in-person assessment. Additionally, an alert was triggered for right ventricular intrinsic amplitude being out of range, with measurements fluctuating between 1.8 and 20.8 mv (milli-volts). The device continues to be in service, and no adverse effects were observed in the patient.